Event description:
It was reported that during a lap left hemicolectomy procedure, the surgeon experienced breakage of the handle of the device, not allowing the jaws to move. Two more devices were pulled to use and the same thing happened again. Another device was used to complete the case with no adverse consequences to the patient.